Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight, opening on posterior and crease fold. A visual and microscopic analysis was performed which identified creases sharp opening, crease smooth opening, stress mark and wear abrasion. Based on the device analysis the final assessment is a pattern of crease sharp on posterior side of opening shell assessed as fold flaw opening and pattern of crease smooth on posterior side of opening shell assessed as fold flaw opening and a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.